Manufacturer narrative:
The actual device is not available for evaluation. Picture sample is available, however, has not yet been evaluated.

Event description:
The event involved a safeset-transpac in which the reporter stated that the syringe broke off safeset transducer line during use on patient. The set was not used with medication. There was patient involvement, however, there was no adverse outcome reported as a consequence of this event.

Manufacturer narrative:
Corrected information in section b1.

Event description:
There was no blood loss. No leaking prior to event. The set was replaced and the therapy resumed without any incident.

Manufacturer narrative:
The reported complaint of syringe broken from the transducer line was confirmed. No sample was returned for evaluation. However, an image was provided by the customer showing the syringe being separated from the stopcock. Without the return of the reported sample a probable cause could not be determined. A device history review cannot be performed as lot number was not provided.